Event description:
Patient experienced a seizure and fell into the side rail of the ER bed which failed causing him to fall to the floor. The side rail broke where the top plastic bar attaches to a plastic joint on a metal bar.